Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the damage pattern described has probable cause of mechanically induced damage. It is probable that the sharp scratch on the inside of the tip was caused by cleaning the appliance. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device inspection, the hysterescope's inside of the tip beak was shaved. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.